Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that the catheter cracked/sheared close to where the catheter meets the hub (outside of the patient). The rep spoke to the educator on the floor where this happened and she thinks that it is just wear and tear as the device is generally used over a long period of time (6months -1yr).